Manufacturer narrative:
Additional information received - the reporter stated the lens was damaged while folding during the loading process and there was no patient contact. The backup lens was used. The reporter stated the cause of the event was unknown. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece torn off and missing from one haptic. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer returned a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, to the manufacturer damaged. The customer indicated the haptic ripped while folding. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.